Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown acetabular insert. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information was requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient has pain and popped out of joint three times, (B)(6) 2013 and (B)(6) 2014. Patient has metal in the blood.